Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a peritoneal dialysis (pd) transfer set. This issue was observed during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: b5: the reported condition of no fluid flow through a peritoneal dialysis (pd) transfer set occurred before use. The patient was not involved. Additional information: h10: the device malfunction would not lead to a death or serious injury if the malfunction were to recur because a delay of therapy less than or equal to 72 hours is not likely to cause or contribute to serious patient harm. Should additional relevant information become available, a supplemental report will be submitted.